Event description:
It was reported by the aci clinical specialist that a female pt who is in her (B)(6) underwent a coronary diagnostic procedure on (B)(6) 2012. Access was obtained at the common femoral artery with a 6f cordis sheath. Pre-procedure femoral angiogram revealed no evidence of calcium or pvd in the vicinity of the puncture site. Post procedure, the physician who is a trained user of the mynx, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that after shuttling down to the hard stop, the physician retracted the sheath and when the physician retracted the sheath back to the handle, the sealant remained on the device (it never deployed). The physician elected to deflate the balloon and removed the device from the pt. The pt was converted to 15 minutes of manual compression with no adverse event or further complications. The pt was discharged to home with no clinical sequela. No add'l info was provided.

Manufacturer narrative:
The visual inspection of the device showed the shuttle engaged to the handle and the procedural sheath pulled back against the shuttle. The shuttle down procedure was simulated and the sealant was deployed. A number of component features were measured and inspected that may have contributed to the incident. All features were found within spec. Based on the provided info and the investigation performed, the root cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1202002) indicated that the device lot met all established performance criteria prior to shipment.